Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It reported that during a console training session the console had an m1 - motor stopped, 0.00 lpm alarm and the motor stopped. Related manufacturer's reference number for the associated motor: 3003306248-2022-10703.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor stop alarm and the motor stopping was confirmed via log file analysis. The centrimag 2nd generation console (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review and showed events spanning approximately 7 days (27apr2022 ¿ 28apr2022, 06may2022, 18may2022, 23may2022 ¿ 24may2022, 17jun2022 per time stamp). Events occurring on 17jun2022 took place during lab testing at abbott. Motor stopped (m1) alarms were intermittently active from 23may2022 at 15:46:07 ¿ 24may2022 at 14:32:50. At 15:46, ¿motor stopped: m1¿ alarm activated. The m1 alarms were able to be muted and cleared but continued to activate. Troubleshooting attempts were performed as the console was power cycled several times, the flow threshold adjusted, the support type changed/verified; however, the alarms persisted. The console was powered off on 24may2022 at 15:10 and was not powered on again until 17jun2022 at 13:45. No alarms were active on 17jun2022. There were no other notable events active in the log file. The centrimag 2nd generation primary console (serial number: (B)(6)) was returned for analysis to the service depot on 08jul2022. The console was functionally tested and passed all testing. The reported event was unable to be reproduced. The console was returned to the customer. Multiple good faith efforts were sent asking if any troubleshooting was performed to resolve the alarm. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. No further information was provided. The manufacturer is closing the file on this event.